Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were not responding and it was alarmed hardware low level failure. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer was assisted with self test and test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive keypad due to adhesive found on the dome switch contacts and hardware low level failures error due to broken trace on. Could not perform the self test and the displacement test due to unresponsive keypad.